Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer, lung cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 05/01/2025: the device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and no error code found. The cosmetic defects found were cracked lcd screen and bottom enclosure damaged. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. In this report, box h has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the issue related to CPAP device's sound abatement foam. The manufacturer received information that the patient alleging kidney disease/toxicity and lung cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The cosmetic defects found were cracked lcd screen and bottom enclosure damaged. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In previous follow-up report in section h: additional narrative, verbiage was missed to capture which has been corrected in this report.